Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use when the patient's saturation went down on the spo2 monitor, the graphic user interface showed patient parameters were ok but was non-responsive to touch and the expiratory hold soft key was lighted in blue (initially the user thought the ventilator stopped ventilating the patient). During this incident, there were no alarms. There was no harm to the patient and the patient was placed on another ventilator. No patient demographics will be shared.